Event description:
An ophthalmic surgeon reported the laser was not able to be used and a system message was displayed. The surgery was performed after restarting the system. There was no impact to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).